Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported that patient experience discomfort and irritation due to the implantable pulse generator moving and twisting around. A surgical intervention is anticipated in the near future. No additional information is available at this time.

Event description:
New information received states that the ipg was revised on (B)(6) 2022. Ipg was implanted deeper but within the same pocket and the same ipg remains implanted. There were no complications during the procedure. Patient was stable.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.